Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the keypad buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.